Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported repeatable erroneous low covid (sars-cov-2 igg assay, part number c58961 and lot number 971195) patient results were generated on the customer's dxi 600 access immunoassay analyzer w/spot b (part number a71460 and serial number (B)(4). The customer reported the result of 0.42 s/co was not reported out of the lab. The customer did not provide a reference range. The beckman coulter sars-cov-2 igg assay reference range is: result : interpretation: = 0.80 s/co sars-cov-2 igg; non-reactive. > 0.80 to < 1.00 s/co sars-cov-2 igg; equivocal. = 1.00 s/co sars-cov-2 igg; reactive. The customer did not report a change to patient treatment or management in conjunction with the event. There were no hardware errors or other assay issues reported in conjunction with this event. System performance indicators such as calibration and quality control were passing within specifications at the time of the event. There were no issues with sample integrity reported by the customer. Sample was edta plasma drawn the same day as testing performed. Customer did not provide other sample information such as sample tube manufacturer, centrifugation, handling or other sample processing information.